Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the day after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes and showed diminished r-wave amplitude. Additionally, it was reported that the device was oversensing noise and had a "wandering baseline." There was speculation that the patient had fluid and swelling. The device remains in use. No further patient complications have been reported as a result of this event.